Event description:
The customer reported that a cable became disconnected from the workstation and it will not start (boot up). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.